Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported ruptured device diagnosed by MRI. The device was explanted and replaced with a non allergan device. Right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: broken shell, brown particles in the shell and underweight. A visual and micro analysis was performed which identified: crease sharp broken, wear abrasion and crease fold. Base on the device analysis the final assessment is: - an broken crease sharp on radius assessed as a fold flaw opening. Additional, changed, and/or corrected data: d.4, d.10., h.3., h.4, h.6.

Event description:
Physician reported ruptured device diagnosed by MRI. The device was explanted and replaced with a non allergan device. Right side.